Event description:
On (B)(6) 2009, a spontaneous report was received regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included previous restylane injection, botox (botulinum toxin type a) injection, laser treatments, and skin peels with no adverse events. The patient had no medical conditions or allergies and was not taking any concomitant medications. On (B)(6) 2009, the patient received an injection of restylane to the lips; it was reported that the patient was injected with the second half of a syringe previously used on a patient 5 to 6 months ago. Pre-procedure medications included an injection of an unspecified numbing agent. No additional procedures were performed at the time of implantation. On the evening of (B)(6) 2009 or morning of (B)(6) 2009, the patient felt like she had a fever with chills, sweats, and vertigo. The patient also observed a small blister and swelling on her upper lip. The patient began to feel progressively worse and visited her primary physician. The patient was diagnosed with injection site infection and unspecified oral antibiotic was prescribed. The symptoms resolved. The patient did not visit or contact the injecting physician assistant.

Manufacturer narrative:
The injecting physician assistant contacted the patient on (B)(6) 2009. The physician assistant noted that without seeing the patient, she could not be sure of the exact cause of the patient's symptoms and could not determine if the described symptoms were an infection or injection site trauma. The physician assistant thought that the symptoms described to her, occurred too soon after the injection to be considered an infection and that they were most likely from injection site trauma. It was noted that the patient would not likely follow up with the injecting physician assistant, ast the symptoms had resolved. The lot number and expiration date were reported as unknown. Additional information has been requested. Injection site infection, injection site vesicles, injection site swelling. Additional PMA/510(k)# p020023.